Event description:
It was reported that a (B)(6) patient with cancer underwent a kyphoplasty procedure on levels t9 and t10. One day postoperatively, an x-ray revealed cement extravasation anterior to level t10. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow-up with representative.